Manufacturer narrative:
The thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, a cardiac arrest patient was inserted an icy catheter (lot 73636) on the femoral vein without issue and received an ivtm treatment. Approximately 32 to 33 hours into therapy, the thermogard console (sn (B)(4)) exhibited a possible airtrap alarm. No physical signs of leak was observed on the start-up kit, on the floor and on the patient's bedside. Following this the catheter was removed from the patient. It was noted a possible defective catheter balloon; however, was unable to provide photograph of the catheter upon removal. No further temperature management therapy was administered on the patient. No known impact or patient consequence was reported. Additional information received from a representative of the manufacturer's technical service team stated that following the event, the customer further tested the thermogard system (console, catheter and suk) by exchanging to a new saline bag. The console functioned as intended; however, the saline bag emptied again thus confirming an issue with the catheter. This report references the report of the thermogard console exhibiting a possible airtrap alarm. The report of suspected leak on the icy catheter is referenced under MFR 3010617000-2017-00936.